Event description:
It was reported that the customer had frequent issues with the patients retaining the urine with the foley catheter in place. There were 2 occurrences with patients. It was noted that the urine was unable to pass the bifurcation where the catheter attaches to the foley tubing and was just sitting in the catheter. After flushing and manipulating the catheter using a twisting motion the urine drained for a period of time. The patient required a new foley catheter non temp sensing as the customer were unable to keep the urine to flow. But the user thought it appears to be the temperature sensing wire within the catheter was becoming kinked and blocking the flow at the bifurcation. Also the user concerned that this might be an issue across the facility and increased the risk for infection with the flushing and manipulation of the catheter to get it to drain. Per follow up on 04mar2021, the user stated that it was not draining past the bifurcation on either of the patients and this happens frequently. The catheter must be manipulated and flushed to get it to drain. The patients required for replacement of the catheters. Per additional information another patient experienced the same issue last week. Per follow up on 09apr2021 the customer noted that the catheter was manipulated frequently to allow the urine to flow properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user had frequent issues with the patients retaining urine with the foley catheter in place. There was 2 occurrences with patients. Noted that the urine was unable to pass the bifurcation, where the catheter attaches to the foley tubing and was just sitting in the catheter. After flushing and manipulating the catheter using a twisting motion the urine drained for a period of time. The patient required a new foley catheter, non temp sensing, as user were unable to keep the urine flowing. But user thought, it appears to be the temperature sensing wire within the catheter was becoming kinked and blocking flow at the bifurcation. Also user concerned that this might be an issue across the facility and increase the risk for infection with the flushing and manipulation of the catheter to get it to drain. Per follow up on 04mar2021, user stated that it was not draining past the bifurcation on either patient and that this happens frequently. The catheter must be manipulated and flushed to get it to drain. Patients required for replacement of the catheters.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error -walls do not have enough hoop strength¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostics and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate leave foley catheter in place only as long as needed." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer had frequent issues with the patients retaining the urine with the foley catheter in place. There were 2 occurrences with patients. It was noted that the urine was unable to pass the bifurcation where the catheter attaches to the foley tubing and was just sitting in the catheter. After flushing and manipulating the catheter using a twisting motion the urine drained for a period of time. The patient required a new foley catheter non temp sensing as the customer were unable to keep the urine to flow. But the user thought it appears to be the temperature sensing wire within the catheter was becoming kinked and blocking the flow at the bifurcation. Also the user concerned that this might be an issue across the facility and increased the risk for infection with the flushing and manipulation of the catheter to get it to drain per follow up on 04mar2021, user stated it was not draining past the bifurcation on either patient, and that the staff stated this happens frequently and the catheter must be manipulated and flushed to get to drain. Both patients required replacement catheters. Per additional information, the another patient experienced the same issue with last week. Per follow up on 09apr2021, customer noted that the catheter had to be manipulated frequently to allow for urine to flow properly.